Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient was not wearing a mask while performing pd therapy. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). Thirteen days after onset, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.